Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. It was found that the driver of motion failed and this was resolved. It was also found that the 3d model could not expose. The battery had not been charged and used for more than one month. Let the customer charge for an hour before using it, and the machine was then running normally. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system, outside of procedure. It was reported that the system can not take 3d scans. No patient was present.